Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that the ilet screen was distorted and determined to be broken based on a photo provided by the user and reviewed by the agent, and a replacement was arranged with counseling that the device would not remain water resistant and that backup therapy should be in place due to uncertain functionality. Symptoms included no reported blood glucose impact. Outcomes included continued cgm data receipt and instruction to sync data to the mobile app before shutdown, with understanding that therapy data would not transfer to the replacement device. Investigation included review of the user-provided image and case documentation. Investigation of this device revealed visible screen damage consistent with a hardware display failure that impaired screen visibility and required device replacement. It was concluded, based on previously established findings for similar reports, that the cause was physical damage to the device display leading to compromised usability.